Event description:
A cutting loop electrode used during a resection of endometrial poly and submucosal fibroid procedure broke off and fell into the pt's uterus. The broken piece was retrieved with a forceps and the procedure was completed without further incident.